Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets during pulse test) has been confirmed. Upon investigation the monitor reset during a pulse test. The cause for the failure was insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca were shorted. The root cause for the shorted igbts was unable to be positively identified. An internal corrective action has been initiated to investigate shorted igbts. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was resetting during a pulse test.